Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl. It was reported that the patient was having problems with the manufacturer. The patient stated that they went to give boluses somet imes and "it does two" but they didn't get it. The patient added that they "go back and it said 4" but they only did 2. The patient later stated that it only happened once where they had 5 boluses left, the patient delivered a bolus and then it said 3 were left. The patient stated that the hcp pulled records and said that the issue was "with the cord" and he reset everything, got it working, and refilled the pump. The patient stated that they were given a damaged cord for the handset. The patient stated that the phone "dies really fast" when they used that cord. The patient stated that they were told the phone charge would last 2 days but would die 8 hours after charging the phone fully. While connecting to the pump on the call to patient services, the patient stated that it stuck at 90% again, however the patient was able to connect to the pump in an appropriate amount of time. The patient stated they had another cord that they had used and the issue with the phone dying after 5-6 hours did not occur. The patient stated that they should not have to buy the cord for the handset. The patient declined being transferred to healthcare information technology (hcit). Patient services sent a request for a pa9101 power adaptor kit.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.